Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode in the midst of the night and had awaken with a slurred speech. Pt's husband called paramedics and she was administered IV. Pt was also transported to hospital where she underwent a cat scan. During the time of her episode, pt reports that her cgm was reading 113 mg/dl while her bg was too low to be measured. Pt claims that cgm did not alert her of her low bg. A review of pt's data revealed that pt was not calibrating cgm according to the product specifications. During her call to dexcom technical support pt reports she was doing much better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.